Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: a leak test was performed and revealed a moisture leak due to a leak at the top right corner of the display lens. The pump was opened for investigation and revealed evidence of moisture on the printed circuit board. Unrelated to the original complaint, the display was faded, dim and discolored. Additionally, the audio bolus button had intermittent response, but was intact without damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).